Event description:
It was reported that there is cuff leakage. There was no injury, event found upon opening.

Manufacturer narrative:
A device history record (DHR) review was not conducted due to the lot number was not valid. Two (2) pictures and a product sample were received. During the analysis conducted no leaks nor conditions that could create defect reported are appreciable. Sample received: one (1) sample was received in unused conditions inside of a plastic bag with it original packaging; however, sample is from a part number belonging to a different product family than the reported. No testing nor inspection were required of the sample received since it is not related to the complaint reported; thus failure mode reported can not be confirmed. If the reported product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).